Event description:
The manufacturer received information alleging a patient experienced exhalation port/valve issue while using a trilogy100 ventilator. A clinical assessment determined: it was reported that the device had "exhalation port/valve issue - patient issues, vent not recognizing breathing attempts/ not enough blower strength / not enough vent pressure". It is unclear what is meant by "patient issues" but at this time there is not enough information to determine a patient harm has occurred. Based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. Further good faith efforts are needed to determine if a patient harm has occurred. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation. If any additional information is received, a follow-up report will be filed.